Event description:
A customer reported an issue with their insulin pump, specifically related to the cartridge o-ring, which was not in place and was damaged. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to inspect and clean the pump area, replace the cartridge, and complete the loading process successfully, allowing the customer to resume insulin delivery.